Manufacturer narrative:
(B)(4). Sample evaluation: the sample was returned and visually inspected and tested for correct flow. No leak was found, problem could not be confirmed. The set conformed per product specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter that while handling the set, part of the rubber from the tubing loosened. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information is not available.